Event description:
The customer reported the system would intermittently freeze (lock up), the system would not perform fluoroscopy and there was an audible alarm. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.